Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. Log file (B)(4) contained approximately 2.5 days of data ((B)(6) 2022 per the timestamp). The log file also captured a no external power alarm on (B)(6) 2022 at 23:53:55 due to a loss of ac power while connected to the mobile power unit (mpu); the alarm resolved when power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not interrupted during the loss of external power. Additional information provided stated that the mpu (serial number: (B)(4)) was not exchanged and would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. Heartmate ii patient handbook entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 07may2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the submitted log file revealed a no external power alarm on (B)(6) 2022 at 11:53pm due to a loss of power while connected to the mobile power unit (mpu). It was reported that the mpu has a v-lock connector on the power cord, the power cord did not come loose at the wall outlet or at the back of the unit, and there were no environmental circumstances that would have affected power at the time of the event.